Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for non-malignant pain. A volume discrepancy occurred, expected residual volume (erv) 17ml, actual residual volume (arv) 22ml. The nurse had a difficult time finding the refill port until the patient flipped the pump back over. The patient had gastric bypass surgery and lost a lot of weight ("droopy stomach"), which increased the possibly of flipping. The issue began approximately 2 months ago ((B)(6) 2016). The hcp did not have the refill history. The pump was flipping and the pump had to be manually flipped back at the last few refills. The hcp was considering revising the pump and placing it in a mesh pouch; pump may also be replaced. The surgery was scheduled for (B)(6) 2016 to add the mesh pouch and revise the pocket. The residual volumes would also be checked to see if they were within expected limits. If the volumes were out of specification, the pump would be replaced. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.